Manufacturer narrative:
Model number/catalog number: sc-1160. Serial number: (B)(4). Batch/lot number: 348777. Model/catalog description: spectra wavewriter ipg kit. Model number/catalog number: sc-2317-50. Serial number: (B)(4). Batch/lot number: 20963914. Model/catalog description: infinion cx lead kit, 50cm. The explanted devices were not returned to bsn as they were kept by medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the midline incision and unknown if pocket site was infected as well. Symptoms were fever of 101f, dizziness, nausea, redness and warmth at the midline incision site. Physician believed that infection was not procedure related, but unable to determine the cause. The patient was placed on antibiotics and was explanted.